Manufacturer narrative:
The hospital biomed replaced the batteries. Customer contact reported there is no patient information.

Event description:
The hospital reported that, during a case, the unit alarmed for a battery failure. The unit remained functional on ac power. There was no reported patient injury.